Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had unspecified pump error, prime anomaly and failed battery. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the insulin pump rejected new batteries. The customer reported that they reprime the reservoir to get it working again and had happened about 5 times. It was reported that the ring where reservoir was broken. The customer reported that they had received error code when changed battery and replaced with a new battery. The insulin pump will not be returned for analysis.